Event description:
Five out of six of the previous used abbott freestyle libre 3 sensors have failed. One gave false low glucose numbers. Two fell off within less than six hours of normal use with no cause, just came loose. I usually have to work really hard to remove from my arm after 14 days. Two others were never functioning after applying, never gave a reading. I've been using these for over 2 years now and only occasionally have a failed sensor. So, 5 out of 6 in a row is alarming. Reference reports: mw5159235, mw5159236, mw5159237, mw5159239.